Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose for three days, and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 758 mg/dl. Customer stated that the insulin pump alarmed low reservoir and she was vomiting prior to hospitalization. Checked the insulin pump's programming and programming appears to be correct. Nothing further was reported.